Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress (kink) and material separation were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported deformation due to compressive stress (kink) and material separation resulting in device embedded in tissue or plaque and an unexpected medical intervention appear to be related to circumstances of the procedure. The guidewire was noted to be kinked, bent, and separated in the distal tube region. In this case, it is likely that the use or handling techniques employed when navigating and removing the guidewire caused the reported compressive stress (kink) and material separation resulting in distal tip of the device embedded in tissue or plaque and an unexpected medical intervention. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the circumflex (cx) artery with moderate calcification. The pressurewire x wireless guide wire was advanced and a stent was implanted. During measurement, a small kink was noted; however, could not confirm if the kink was present during advancement. The measurement was still successful. The guide wire was being removed without resistance noted when the tip of the wire came off. A snare device was used to retrieve the separated tip but unsuccessful. Another stent was deployed to embed the tip on the side wall. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.